Manufacturer narrative:
New information indicated that the lens, model zcb00, serial number (B)(4) was never used in the patient's eye at all. There was no patient contact. The incident report was received in error. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age of patient or date of birth: unknown. Sex: unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be removed and replaced within the same procedure owing to a capsular bag rupture. No incision enlargement or vitrectomy was reported. The iol was replaced with an anterior chamber lens. No further information has been provided.